Event description:
It was reported that during an unknown procedure, the clip is not stapling and only protruding. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: misaligned jaws. The analysis results of the device found that it was received with a clip in jaws and the jaws slightly misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 6 conforming clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/ excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.